Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels were not provided but the patient was wearing the pod at the time of the reported event. The continuous glucose monitoring (cgm) sensor (dexcom g7) was reading low and the pod paused on delivering insulin. The sensor was not reading correct and the patient became severely hyperglycemic. Symptoms reported include vomiting. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s918usqs7ezci hardware: sm-s918u cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.